Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the duodenal papilla during an endoscopic sphincterotomy(est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when this stonetome¿ device was advanced to the intended area via the jagwire guidewire, it was noted that the orientation of the cutting wire was not correct. They attempted to adjust the scope including the handle of this device but the cutting wire would not bow at all. When adjustment was made, the electric current was successfully delivered; however, the device could not cut. The device was then exchanged and the procedure was completed with a second stonetome¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the duodenal papilla during an endoscopic sphincterotomy(est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when this stonetome¿ device was advanced to the intended area via the jagwire guidewire, it was noted that the orientation of the cutting wire was not correct. They attempted to adjust the scope including the handle of this device but the cutting wire would not bow at all. When adjustment was made, the electric current was successfully delivered; however, the device could not cut. The device was then exchanged and the procedure was completed with a second stonetome¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result: although the reported event was unable to be confirmed, the result code - operational problem is being used to capture the twisted working length. Visual evaluation of the returned device found the working length twisted. Functionally, the device was tested inside and outside the duodenoscope and was able to bow more than 90 degrees. A resistance test was performed and was within specification. The device functional evaluation confirms that the device met specifications with regard to conductivity. The investigation was unable to confirm the reported complaint.